Manufacturer narrative:
Exemption number e2011009. B. Braun medical inc. Is submitting a single report on behalf of b. Braun melsungen (the manufacturer), and b. Braun medical inc. (The importer). This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: ref # unknown introcan, lot # unknown, 1 item, customer reports, that the needle punctured halfway thru the catheter during insertion and broke the catheter in half. It was then bent in the vein on the patient. The needle and the catheter were both removed from the patient." Called and spoke with customer. Discussed she does not have any other information, she was not able to speak with the nurse who had issue with IV start, unable to say if nurse did or did not move needle partially out of catheter and back in while inserting. Only that this is what did occur. No patient injury.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical inc. Is submitting a single report on behalf of b. Braun melsungen (the manufacturer), and b. Braun medical inc. (The importer). This report has been identified as b. Braun medical internal report number (B)(4). DHR:- device history record complaint received with an unknown batch, and bbmus provided sales data related to the customer for at least one year of the possible batches and the batches are as follows: 3h19258381, 14g05g8373, 14g05g8374. 14m12g8376, 14m23g8372, 14n08g8371. 14n08g8371, 15a08g8371, 15b09g8371. 15b09g8371, 15b28g8371, 15c01g8372. 15c01g8372, 15c01g8372, 15c09g8374. 15c09g8374, 15c26g8371, 15c26g8372. 15c26g8372, 15c26g8372, 15d18g8371. 15e06g8371, 15e07g8371, 15e07g8372. 15e08g8371, 15e08g8371, 15e29g8372. 15e29g8372, 15e30g8371, 15f19g8371. 15g28g8371, 15h06g8371, 15h06g8372. 15k10g8372, 15k10g8372, 15l06g8372. 15l07g8372, 15l07g8371, 15l08g8371. 15l08g8372, 15l08g8372, 15l08g8373. 15l21g8371, 15l21g8372, 15l22g8371. 15l23g8371, 15l23g8372, 15l24g8371. 15l25g8371, 15l25g8372, 15l25g8373. 15l27g8371, 15l30g8371, 15n10g8371. 15n10g8372, 15n10g8373, 15n11g8371. 15n12g8371, 15n12g8372, 15n13g8371. 15n15g8371, 15n15g8372, 15n16g8371. 15n18g8372, 15n28g8371, 16a08g8373. 15n09ga371, 15n09ga371, 16d24g8373. 16d24g8374, 16e14g8374. These possible batches were reviewed and no abnormalities found during in process and final control inspection. Received 3 used capillary hubs (catheter housing) , a used cannula and blood stopper of introcan safety 3 without packaging. Observed complaint sample 1 which reveals signature of capillary piercing whereas complaint sample 2 and 3 shows no abnormality found during visual inspection. Observed that there is a "v" cut shape on the capillary surface for complaint sample 1. Similar "v" cut shape at capillary is suspect induced during re-insertion of cannula into capillary. Review on production process flow as below becm process flow for becm process, pierced capillary is detectable as simulated at assembly housing to cannula station. Thus, the defective samples were detected during trim length measurement, catheter and contour checking station. Any defects found during the inspection will be automatically rejected. Description scenario explanation ecm : catheter to cannula assembly station bend the capillary manually in order for cannula to pierce through the bend capillary the cannula was able to pierced through the bend capillary. However, this could happened when the capillary was bend badly before the assembly process take place. Ecm: vision check trim length, contour, bevel orientation station the pierced capillary is detectable by the vision system. Simulation samples were inspected by both of cameras. The defect parts are able to detected as bad part & removed at reject station. The in-line test equipment is subject of a frequent calibration and a regular verification related to its proper function. Herewith potential malfunctions of the systems would be detected in-time and would be mitigated asap. Beside the automated 100% in-line test equipment independent in-process quality controls and final controls on a random sample basis will be conducted by different teams on a regular basis within the production process. Here with a systematic product defect would be detected. Conclusion according to customer description "ref # unknown introcan, lot # unknown, 1 item, customer reported in email: " contains an IV start with a needle" there was only 1 item involved in this complaint. However there were 3 contaminated samples provided. "V" cut shape observed on sample 1 and no abnormalities observed on sample 2 nd 3. The "v" cut shape on sample 1 is highly suspected that there was a re-insertion of the cannula after withdrawal. As communicated in IFU (rev. 1012) : warning section stated that: after withdrawal, do not reintroduce the steel needle into the catheter, as the latter may be cut off, leading to catheter embolism. Summary of root cause analysis: pierced capillary most likely not appear to be attributed by the manufacturing process as the defect is able to be detected and rejected by the in-line vision systems of the equipment. Damages induced after assembly process is not possible since the catheter has been protected with the protective cap. All the products manufactured are subjected to and must passed all the in-process and final control inspection. Sample analysis observed "v" cut shape on sample 1 and no abnormalities on sample 2 and 3. Cause : defect due to wrong handling if any additional pertinent information becomes available, a follow up will be submitted.